Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high thresholds in multiple positions. The rv lead was attempted/not used. A new rv lead was placed and parameters were stable. However, when the sheath was being removed, it displaced the rv lead which to be repositioned with a new sheath. No patient complications have been reported as a result of this event.